Event description:
Patient called in and spoke to (B)(6). Patient is currently having a (B)(6), and she began whitening last night. After waking up this morning, the patient also had swollen lips, and the (B)(6) lesions were more painful. I informed (B)(6) that she needed to call the patient back asap and instruct her to discontinue use of the kor desensitizer indefinitely. Advised (B)(6) to instruct patient to discontinue use of the kor desensitizer indefinitely in case of an allergic reaction.

Manufacturer narrative:
Followed up with dentist on (B)(6) 2015, patient's (B)(6) lesions still healing and patient's lips swelling has subsided. On (B)(6) 2015, spoke to dentist to inquire what caused the swelling. Doctor was not sure. She stated that this was her second case of kor whitening. The patient discontinued use of the desensitizer, and has stopped whitening completely. All swelling and lesions have gone away/healed. It is likely but not certain that the patient had an allergic reaction to the desensitizer, due to her original health condition.